Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. A visual inspection and leak testing did not reveal any evidence of leaking; the reported problem was not confirmed.

Event description:
It was reported that an infusor leaked after filling. The device was filled with a solution of fluorouracil. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: baxter received one sample for evaluation. The reported condition of a leak was not confirmed. Visual examination of the sample showed no signs of leakage. A leak test showed no signs of leakage on any part of the device. No root cause was identified, as no evidence of product malfunction was observed. No other observations were noted on the unit. Should additional relevant information become available, a follow-up report will be submitted.